Event description:
Patient placed on siemens CT scan table. It was unknown that the patient's hair was caught in spring coil mechanism; when the table was raised, an approximately 4 x 5 inch section of the patients hair was pulled out to the scalp.